Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500/m365sc2316500. Model: sc-2218-50/sc-2316-50 serial: (B)(4). Batch: 17152494/16098106. Product family: scs-ipg-r upn: m365sc11320. Model: sc-1132 serial: (B)(4). Batch: 17160789.

Event description:
It was reported that patients lead had migrated and the stimulation was inadequate. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices will not be returned.